Event description:
The reporter stated that rptr did meter to lab comparison tests, in a fasting state, 45 minutes apart. Rptr's meter reading was 87 mg/dl, and the lab test result was 215 mg/dl. Testing was done during a routine doctor visit. Rptr did not have any sympttoms. On follow up, rptr stated that during the visit rptr had also compared to rptr's doctor's meter (type unknown) with that result being 176 mg/dl. Rptr has difficulty getting a sample. The reporter did a control test with new control, same test strips, with an in range result of 120 (94-141). No harm was alleged.